Manufacturer narrative:
The field service engineer (fse) replaced the reagent probe b collar wash and assigned the cause of the leak to the valve. The failure mode is the collar wash valve. This failure mode can impact any or all chemistries, including critical chemistries. The manufacturer's reference # for this event is (B)(4).

Event description:
The customer reported to beckman coulter hotline support that their unicel dxc 600i instrument suppressed alt, ast and bun qc results and fluid was observed under reagent probe b on the drip tray. The issue was referred to a beckman coulter field service engineer. No erroneous results were generated. The leak was contained to the instrument. The operator wore gloves, a gown and eye protection while troubleshooting.